Event description:
It was reported that the customer was hospitalized due to diabetic ketoacidosis. The reported blood glucose reading was 276 mg/dl. Troubleshooting was performed. The prime test passed. The customer's husband stated that the insulin pump alarmed no delivery several times, usually resulting from the cannula of the infusion set being bent. A tubing clamp was not available to perform the high pressure test. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.